Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 27-jun-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 30-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the extension was tight in the patient's neck. It was tethering. They don't know if any environmental/external/patient factors that may have led or contributed to the issue. Don't know if any diagnostics/troubleshooting was taken or if any actions/interventions were taken. The issue is not yet resolved. It is still tight after three years. The rep also reported the patient was continuing to experience "extreme neck tightness" which was stated to have been ongoing. It was mentioned "in the past" there was an exploration at battery replacement to resolve the issue, but the issue did not resolve. It was unclear if the rep was referencing the previously reported revision, or an additional revision. Request for clarification was sent. Additional information was received from the patient stating they had an x-ray and there was an extra lead that looked like it was wrapped around the implant incorrectly. The patient wanted to know if this could be causing the tightness. The patient was advised to contact her hcp to discuss symptoms. The caller mentioned she wrote on the mdt (B)(6) page.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, via the manufacturer¿s representative (rep), who reported they felt the device in their neck and if they turned too far right, they felt like they were choking. It was unknown if any troubleshooting or actions were performed.